Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the silicone covering of the balloon delaminated, with pieces of silicone dropping into the patient's surgical cavity. All pieces were retrieved without difficulty. No patient injury reported.